Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm during testing was noted. The functional testing could not be completed due to the unresponsive buttons. No moisture damage was noted to the liquid crystal display board, mother board, interface circuit board, radio frequency circuit board, motor, vibrator, or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked case and cracked battery tube threads.

Event description:
The customer reported via telephone call that the screen had condensation visible on the inside. The blood glucose reading was 350 mg/dl. The insulin pump had not been dropped and there were no visible cracks. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.